Event description:
It was reported the procedure was performed to implant the cardiomems sensor. A steelcore guide wire was advanced to the target lesion and the cardiomems delivery catheter advanced over the wire. The sensor was snagged during removal of the guide wire. The physician first waited a few minutes and had the patient take a deep breath, then attempted to go up with a swan balloon which did not go the whole distance up. The physician then decided to get access from the left groin to go up with a percutaneous transluminal angioplasty (pta) balloon. The pta balloon was unsuccessful for pushing the sensor off. The physician then cut the back of the cardiomems delivery catheter off and used a guideliner over the back and this worked for separating the sensor from the catheter, but at this point the delivery catheter was in the left arch and when the physician pulled everything out the device traveled to the right pa. The non-abbott sheath was exchanged out due to a kink and it would not allow for the cardiomems to pass through on the first attempt. The physician had used hand on catheter only to guide the sensor into the sheath and it was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue.a review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. Factors that may contribute to difficulty removing a cardiomems catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.